Event description:
The facility representative reported a colleague infusion pump with a 413 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a 413 failure code was confirmed during evaluation. The cause of the reported condition was determined to be an issue with the u65 programmable read only memory (prom) software. The u65 prom software was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is a remediated colleague pump with a user interface module software version of 5.09.90.